Manufacturer narrative:
Clinical investigation: there is a temporal relationship between hd therapy on the 2008t machine and the patient event of vomiting, as the patient was in active treatment at the time of the event. There is no documentation to show a causal relationship between the event and hd therapy on the 2008t machine. Additionally, there is no allegation of a machine malfunction or deficiency related to this event of vomiting. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
While following up on a reported issue with the trend screen of a fresenius 2008t machine showing incorrect information, a nurse reported a patient that began vomiting during treatment. An unspecified amount of standard saline solution was administered, and the patient completed treatment on the machine without further issues.

Manufacturer narrative:
Corrected to serious injury.